Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient can feel right ventricular (rv) stimulation. The rv output was decreased during the last interrogation. It was also noted that the pacemaker and rv lead impedance measurements have been steadily rising and was now at 681 ohms. Two months later the pacemaker was reprogrammed to pace and sense in the atrium only due to loss of capture (loc) in the right ventricle. It was noted that the patient also has a leadless pacemaker implanted from another manufacturer. No additional adverse patient effects were reported.